Manufacturer narrative:
An evaluation of the device cannot be performed as the device was kept by the pt and was not returned to the manufacturer. X-rays and medical records were requested but not made available. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2010-00767.

Event description:
It was reported that, "the pt's femoral and tibial components were loose. The tibial tray came out without any cement attached to it. The insert had some posterior medial wear on it."